Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient was hospitalized and placed in ICU with report of increased dystonia and fever. They tested positive for bacterial infection and c-diff, however; the caregiver requested testing of the dbs system because they thought there may be an issue. Impedance testing to the device was performed. They found a number of out of range impedance measurements, including c+ and 1- contact that was being used in programming. Therapeutic impedance was "high" and the stimulation amplitude negligible. They changed the active contacts to 3+ and 0-. Therapeutic impedance was normal and the current was at 3.2 ma. The patient is nonverbal so they could not report any change in symptoms. However, their dystonic symptoms seemed to subside and they looked more comfortable. They were also receiving medication, so it was difficult to determine if restoration of stimulation improved their condition. The issue was resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Replacement product information was given. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v741376, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The source of the high impedance was determined to be the break in the left dbs lead. The lead was replaced and the impedance normal. The old lead was discarded by the hcp. There was no further information on the infection. No further complications were reported as a result of this event.